Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination diaphragm valve assessed as adhesive failure and opening assessed as surgical damage. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Additionally, healthcare professional reported "portion of valve inside lumen shell/ broken off" and "obvious leaking valve with plug intact/ in place intra luminal part of valve broken off and floating freely in residual saline". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "deflation". Additionally, healthcare professional reported "portion of valve inside lumen shell/ broken off" and "obvious leaking valve with plug intact/ in place intra luminal part of valve broken off and floating freely in residual saline". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b6, d1, d4, d9, h4, h6.

Event description:
Healthcare professional reported "deflation". Additionally, healthcare professional reported "portion of valve inside lumen shell/ broken off" and "obvious leaking valve with plug intact/ in place intra luminal part of valve broken off and floating freely in residual saline". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation", "portion of valve inside lumen shell/ broken off", "obvious leaking valve with plug intact/ in place intra luminal part of valve broken off and floating freely in residual saline".